Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had air in the line. This was discovered during use. The following information was provided by the initial reporter: during dialysis, air got mixed. Then customer disconnected. The route and confirmed with a syringe however air didn't get mixed.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one q-syte assembly with no packaging material. Through the visual/microscopic evaluation of the unit, there was no physical- mechanical damage observed on the body (polycarbonate) of the q-syte received. A small tear was observed on the slit of the septum top disk. There was no damage observed on the column wall. A functional test was performed where we connected the q-syte female luer to the end of the male luer of a lab provided syringe and drew water from a cup. No air bubbles were formed within the syringe. Then we connected the female luer of the q-syte to a lab provided extension tubing and a stopcock (dead ended) and flushed the liquid. Again, no air bubbles were observed. Bd was unable to confirm or identify the reported issue. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had air in the line. This was discovered during use. The following information was provided by the initial reporter: during dialysis, air got mixed. Then customer disconnected the route and confirmed with a syringe however air didn't get mixed.